Event description:
Surgeon reports this iol was explanted due to pt complaint of "shine and glare off to the left side of the iris and occasionally straight ahead: the iol was originally implanted on 2/25/97 a trial of pilocarpine was instituted in 3/97 with no benefit. The lens was explanted on 5/13/97 and the following day the pt was 20/30 with no glare experienced. Surgeon describes this as "just some peculiar internal reflections related to the product and the pt's own cornea."